Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was getting a new battery. The rep checked the leads before the or case and electrode 0 was out of range. As the battery was replaced, impedances were checked again in the new battery and electrode 0 was still over 10,000. All of the other electrodes looked good. The rep inter-op tested and the patient had good coverage. The rep rechecked impedances a few times during the battery replacement procedure and always #0 was oor. After surgery, the rep was programming the patient post-op and they checked impedances again. The rep noticed that electrode 0 read within normal range, but now electrode #3 was over 40,000. The rep saw the patient the next day and electrode #0 was again over 40,000 and electrode 3 was also over 40,000. Electrode #3 had the green check mark but read over 40,000. Electrode #0 had a red x and had over 40,000 as well. The rep reprogrammed and did not use #0 or #3 electrodes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the high impedances was unknown.